Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (25 mg/ml at 6.28 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient's pump had gone through multiple motor stalls and recoveries since (B)(6) 2021. They started out as shorter stalls, the first one being 2 hours and 40 minutes and now they increased to around 12 hour stalls. The patient stated they had not purchased any new electromagnetic interference (emi) technology and did not have any magnetic resonance imaging (MRI). Technical services discussed motor stall considerations (i.e. Minimum rate, covering with non-pump medication, replacing the pump, sending it back for analysis.) The healthcare provider (hcp) stated that they are going to have to move this patient's pump replacement up (was initially scheduled for (B)(6) for normal end of service).